Manufacturer narrative:
Exact date unknown, event occurred in 2020.

Event description:
It was reported that the patient underwent an ipg explant procedure due to unknown reason. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.